Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "poly was revised due to quad tendon repair. Surgeon decided to swap the poly while they were operating on knee. No other information is available per hospital policy." A 4x10 cs insert was swapped for another of the same type and size. Left knee.